Event description:
The customer reported via phone call that they visited to emergency services for the treatment of hypoglycemia. Customer blood glucose level at the time of incident was 40 mg/dl. Customer was treated with glucagon. Customer was used insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer required the assistance of emergency medical services on (B)(4) 2022 at 14:00. Per sap, the customer's blood glucose was 40 mg/dl at the time of the event, and he reported that he was treated with a glucagon injection. The customer received a replacement insulin pump on (B)(4) 2022. He contacted technical support for assistance in programming the basal rates and bolus wizard settings (per svn (B)(6)). During troubleshooting for the low blood glucose event, it was determined that the basal rates and bolus wizard settings were not programmed accurately. The insulin pump was in use at the time of the event. It is unknown if the customer used a sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The 24hrtech confirms the incident date of (B)(6) 2022 several times and uses glucagon shot by ems with the customer. Updating incident dates and harm/treatment code to reflect use of glucagon. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.